Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed the tubing separated from the clearlink component. The reported condition was verified. The cause of the condition could not be determined; however, may be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the distal y-site (clearlink) of a clearlink system, non-dehp continu-flo solution set. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.